Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement, battery voltage 2.97 v on (B)(4) 2016 and elective replacement indicator (eri) had not been triggered. No patient alerts.

Event description:
It was reported that the device had premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.